Event description:
During the pvi procedure, communication issues with the amplifier resulted in a procedural delay. The magnetic field could not be recognized. There was no prs-a or prs-p information, and it was not possible to turn on voxel mode. The field frame and field frame cable were replaced, but the issue was not resolved. The case was switched to navx mode and the tactiflex, tacticath se and advisor vl catheters were all changed to inquiry optima, inquiry steerable, and therapy irrigation catheters and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One ensite x amplifier (sn: (B)(6)) was received for evaluation. Magnetic sensor testing confirmed the reported communication issue. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the system/sensor control unit (scu). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.